Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during testing. The insulin pump passed self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a off no power alarm on the insulin pump. Customer stated they did not receive a low battery alert prior to the alarm occurring. The customer's blood glucose was unknown at the time of the call. The customer stated they did not drop or bump the insulin pump. Customer stated this was the second occurrence of a off no power without a low battery warning. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.